Event description:
It was reported that there was a hole in the patient line. The patient was connected at the time of the event. This occurred during dwell one of four of peritoneal dialysis therapy. The technical service representative assisted the caregiver with ending the therapy and removing the cassette. The caregiver stated they would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.